Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead perforation was observed during the lv lead post-implant follow-up. During the follow-up, changes in capture threshold and sensing were observed, and x-ray confirmed the rv lead perforation. The rv lead was capped and replaced. The patient experienced a small effusion from the event and was asymptomatic from it. The patient was stable post procedure.